Event description:
Information received indicates the bio-pump device was used as a left ventricular assist device (lvad) for two days when there was a low flow alert. Flows went from 500ml/min to 20 ml/min. Hcp suspected foreign matter in the cannula. Patient expired.